Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number 1627487-2020-23142. Related manufacturer reference number 1627487-2020-23145. Related manufacturer reference number 1627487-2020-23147. It was reported that patient underwent surgery (B)(6) 2014 to have spinal cord stimulator system explanted due to infection. Patient is stable.